Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the aux drawer 6.1 has had continuous read and write failures. Only about 5 cubies were left in the drawer due to medication ejection. A field service engineer shut down the medstation, opened the back of the aux, and the back of drawer 6. Reseated all cables, checked all attached cables in the back row board, turned on the medstation, inspected lights on all boards, closed the back of the aux, logged into the hardware test application (hta), and popped out all cubies in drawer 6.1. The field service engineer cleaned each connection with alcohol wipes, put the cubies back in place, popped open all lids, closed them back, did the same with drawer 6.2. And rebooted the system to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had continuous read and write failures. Only about 5 cubies were left in the drawer due to medication ejection. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.